Manufacturer narrative:
(B)(4): lead (B)(4), evaluation: the lead was functionally ok. Stylet (B)(4): the stylet wire dimensions were out of specifications. The angle to the proximal tip and length between proximal bends were out of specification. Stylets (B)(4): no anomaly was found with the stylets.

Event description:
The blue catheter access port came off the stylet guidewire. The device was not used within a patient. The patient recovered without sequela after device removal. A follow-up report will be submitted if additional information becomes available.